Event description:
While completing a technical service bulletin, the abbott global engineer service representative noticed the architect wash zone ground straps for both wash zones were corroded. No incident or injury occurred.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, this customer ticket was cancelled as it was a duplicate ticket and is no longer associated with correction and removal, 1628664-7/24/09-001-c. The final investigation will be addressed in ticket number (B)(4).